Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that the insulin pump does not deliver insulin correctly and there was an absence of a no delivery alarm. Customer also indicated that there are air bubbles in the reservoir. Customer's blood glucose was unknown at the time of incident. Troubleshooting was declined by the customer and they indicated that they do not have time to troubleshoot at the time of the call. No further details given.